Event description:
It was reported that a lead integrity alert (lia) was triggered on right ventricular (rv) lead. A possible lead fracture was suspected. Interrogation indicated that the rv lead was oversensing. High impedance was also noted. The lead was turned off and the patient will be fitted for a wearable defibrillator vest and will continue to be monitored. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient is a participant in the product surveillance registry clinical study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419588 lead implanted: (B)(6) 2011. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).